Manufacturer narrative:
This initial medical device report (MDR) is being submitted late due to a retrospective review conducted through CAPA: 10308384. The delay in submitting this MDR is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. As recommended, we have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Serial number is not reported in complaint. Per swi, 1503-004-000-swi-mms complaint investigation, if serial number not available, then complaint history review (chr) is not required. Serial number is not reported in complaint. Per swi, 1503-004-000-swi-mms complaint investigation, if serial number not available, then device history review (DHR) is not required. Upon investigation of the actual device used in this incident, it was determined that the system crashed and offline while tried to issue an item. A technical support specialist logged in to the cabinet and noticed all of the drawers were yellow, asked customer to ensure that the power supply to the cabinet was on, restarted application service provider (asp) synchronization, ran master upgrade to resolve the issue. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that a bd pyxis medbank tower cabinet was offline and not syncing. The user logged in to issue an item by the cubex software would crash and close during the issue process. The tsc agent logged into the cab and noticed all the drawers were yellow.